Event description:
Patient with bard eclipse optional ivc filter placed in early 2012 following polytrauma. Patient had a failed attempt at ivc retrieval at an outside institution in the late fall of 2012. CT from outside facility demonstrated a fractured filter leg that was imbedded within the vertebral body. A 14f sheath was placed and using a loop snare technique, a glidewire was used to encircle the filter such that both ends of the glidewire were outside of the sheath. Using manipulation, the hook was then brought into the lumen and a snare was used to snare the hook at that time. The sheath was brought over the filter and the filter was removed in its entirety. The filter leg that was fractured prior to the initiation of procedure remains imbedded within the vertebral body. Post removal cavogram demonstrates normal ivc. This was performed in several obliquities demonstrating that if there is any portion of this fragment still remaining within the ivc, it is a very minimal portion. Attempts were made to retrieve this fragment but the filter leg was not engaged by the snares or catheters.what was the original intended procedure?removal of ivc filter.